Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was received with minor scratched lcd window. The insulin pump passed the delivery accuracy test pump was received with intermittent all the buttons response due to flattened all the buttons dome switch (no crease). Keypad connector was fully locked. No moisture damage on keypad traces noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were hard to press. The customer was hospitalized on (B)(6) 2017 due to a blood glucose level of over 600 mg/dl. The customer had a massive headache and although they could walk the customer had no strength in their legs. Customer was given insulin and x-rays, EKG, cat scan, and ultrasound were performed. The customer was wearing the pump at time of hospitalization. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.